Event description:
Tpn ran into pt faster than at programmed rate. The bag was empty after hanging for 6 hours and the rate was set at 35 ml/hr with 800 ml of fluid. Pt had elevated blood glucose level that was addressed with insulin and resolved quickly.